Event description:
Event: 10069217---needle issue, 10069327---product quality issue. "Patient arrived to appointment for rsv vaccine today. Noted a defective needle (leaking) during the injection of vaccine. Vaccine was not fully administered. Disposed of defective needle per facility protocol. Notified provider, vaccine was reordered. New needle was obtained and vaccine was administered with minimal discomfort to patient." No lot or specific needle information provided - assume 25 g 1 in need as that is what is usually used for vaccines.